Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for scheduled follow up. Upon interrogation of the pulse generator, it was noted that there was an r wave amplitude change from 9.0 mv of last year to 2.0 mv. Due to the change in r wave amplitude, undersensing was observed on the right ventricular lead. The lead was reprogrammed to address the undersensing. The patient remained in stable condition throughout the event.